Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that an alarm. Telemetry had not yet been performed. When the pump started alarming on (B)(6) 2013, they thought it was the low reservoir alarm but, at the time of the report, it sounded like a critical alarm. It was noted that the patient was due for a refill. The device system was used to deliver morphine. It was later reported that telemetry confirmed that the alarm was due to an empty reservoir. The pump logs showed that a low reservoir alarm occurred on (B)(6) 2013 and an empty reservoir alarm occurred on (B)(6) 2013. The patient had some sweating and an increase in pain. It was indicated that a scheduling error may have been why the patient didn¿t get filled. At this time, it was reported that the device system was used to deliver hydromorphone, clonidine, bupivacaine and baclofen. It was later reported that the clinic made an error with the refill date. The pump was filled with saline at the refill, and was going back for oral medication. The pump was noted to be ¿fine.¿